Event description:
(B)(4). The provider states on the right side crossbrace had a metal piece that the pivot link attaches to and that is the piece that is sheared off. The provider states the issue was noticed with inspection and the consumer complained the chair was opening too wide. No injuries noted per the provider. (B)(4).